Event description:
It was reported via phone call , that the customer's insulin pump had leaks at the back of the two o rings, where the reservoir screws in. Customer had blood glucose levels between 400mg/dl and 500mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.